Event description:
It was reported that the device would not interrogate while still in the box, at implant attempt. It was returned and subsequently tested out of specification during manufacturer's analysis. The device condition was identified prior to any patient involvement.